Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including shock testing and full functional testing without duplicating the report. An internal inspection of the device found no discrepancies. Review of the device activity log found an instance where the device was charged three times, however the shock button was not pressed and the device subsequently disarmed. In order to discharge, the device must fully charge and register a shock button press. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI #: added justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) during a cardiac arrest, the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.